Event description:
The customer reported the battery is not charging and a green crystal substance was found on the negative terminal. The device was only able to power up on ac power. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.